Event description:
It was reported the patient's system was unable to be set into MRI mode. X-rays confirmed the lead is fractured. Surgical intervention may take place at a later date.

Manufacturer narrative:
A patient unable to set ipg into MRI mode due to high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.